Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid via an implanted pump. The patient¿s medical history included brain cancer. The indication for pump use was malignant pain. The patient reported that their communicator was not taking a charge. The patient stated the cord was loose in the communicator and confirmed the port was loose, so they had not been able to use their pump or bolus because of it. The patient confirmed they were able to charge the handset with the same cord and confirmed the communicator indicator light used to come on when they plugged it in but now it no longer did. The patient mentioned their original cord broke, but their new cord charged the handset well but not the communicator. A replacement communicator was requested from the repair department. No patient harm reported.